Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on patient who was having thrombosis was not compatible with any catheter. No surgical procedure was required for catheter removal and the doctor doesn't believe it was a product issue. The device was discarded.